Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed) and confirmed that the nibp cuff was defective. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp cuff. A replacement cuff was ordered to be sent to the customer. A review of the service history for this device shows no other complaints for this device for this issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on intellivue mx550 patient monitor indicating that they were getting wrong non-invasive blood pressure (nibp) values. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.